Event description:
Egd scope gave error code "scope communication err (b30) prior to start of case upon setting up room. Used different scope for procedure without issue. FDA safety report ID # (B)(4).